Manufacturer narrative:
(B)(4).

Event description:
The patient had difficulty recharging her implantable neurostimulator. She called patient services who instructed her how to recharge the device. She fully recharged the neurostimulator. A patient programmer message displayed when she turned it on afterward. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.